Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the device froze on the wire. The 99% stenosed target lesion was located in the moderately tortuous and calcified unspecified target lesion below the knee. While attempting to advance the 1.5x20mm sterling balloon over the non bsc guide wire for predilation; the device became stuck at the distal portion of the non bsc introducer sheath. The physician was unable to push or pull the sterling balloon catheter and the guide wire and balloon catheter were removed together as a system. The procedure was ended at this point as the physician was unable to advance the guide wire to the target lesion a second time. No additional patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4): returned product consisted of a sterling es balloon catheter with the sterling es shelf box and a guidewire. The devices were received in separate hoops. Magnified and tactile inspection of the device revealed no irregularities. The returned guidewire was loaded through the device with no resistance encountered. Product analysis was unable to confirm the reported difficulty with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4)